Manufacturer narrative:
Device evaluation: the resonance stent set device, possible rpn: rms-060022-r of unknown lot number involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 29 jan 2021. On evaluation of the device encrustation noted on the stent and a broken pigtail. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all resonance stent set devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020-18) states the following: ¿the stent must not remain indwelling more than twelve (12) months. If patient¿s status permits, the stent may be replaced with a new stent¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could be attributed to the stent indwell period exceeds the stipulated 12 months maximum. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient required lasering around the device due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
A resonance stent was placed in (B)(6) 2019 and scheduled for a routine stent exchange today, (B)(6)2020. The district manager advised the user facility that this is past the recommended indwelling time. During removal of the stent, it was noted that the distal end of the stent was no longer in the bladder and had migrated into the ureter. An attempt was made to remove the stent with graspers, was noted to have ingrown into the mucosa of the ureter. A laser was used around the ingrown portion. During use of the laser, a piece of the stent broke off and was retrieved with graspers from the patient. The doctor placed a polymer stent due to the trauma to the ureter and it will need time to naturally repair. The dm advised to check on the stent in 4 weeks. Related to (B)(4).

Event description:
Supplemental follow-up report is being submitted due to the receipt of the device and device evaluation on (B)(6) 2021, rpn has also been updated to unknown as the exact rpn of the returned device could not be determined due to damage. Initial report details: a resonance stent was placed in (B)(6) 2019 and scheduled for a routine stent exchange today, (B)(6) 2020. The district manager advised the user facility that this is past the recommended indwelling time. During removal of the stent, it was noted that the distal end of the stent was no longer in the bladder and had migrated into the ureter. An attempt was made to remove the stent with graspers, was noted to have ingrown into the mucosa of the ureter. A laser was used around the ingrown portion. During use of the laser, a piece of the stent broke off and was retrieved with graspers from the patient. The doctor placed a polymer stent due to the trauma to the ureter and it will need time to naturally repair. The dm advised to check on the stent in 4 weeks. Related to (B)(4).

Manufacturer narrative:
Complaint device was returned and evaluated on (B)(6) 2021. Tip of stent was confirmed to be broken/fractured. Encrustaion was also observed on the stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.